Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. The dose and concentration was noted to be ¿375 for fentanyl". The drug information had been the same since the beginning, and there had not been any changes to concentration or flow rate. Additional dose and concentration information was unknown. It was reported that the patient¿s original healthcare provider (hcp) ¿turned his pump off and did a bolus, so the patient wound up in the hospital because the pump overflowed the patient¿. The patient went to a drug rehab. The event date was noted to be ¿several years ago¿ (from (B)(6) 2017). There were no further complications reported.